Event description:
During the month of march, the pt's mother told the audiologist that her son had an edema over the implant site, however, when the doctor checked the pt, the implant area was not more inflamed. Testing was carried out because the pt's mother said that her son was not having access to sound with the implant. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.